Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -15.5/+3.0/114 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to lens rotation. On (B)(6) 2018 a same size, different model lens was implanted and the problem was resolved. The cause of the event is reported as unknown.